Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection and there was not product return; therefore the device history record (DHR) was not performed. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event could not determined; however, patient factors and progression of underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm aortic pericardial valve implanted underwent a valve-in-valve procedure after an implant duration of 10 years and 10 months due to moderate-severe aortic regurgitation. On echo a flail leaflet was observed. The patient was hospitalized for heart failure. A 26mm transcatheter valve was implanted using the transfemoral approach. As reported, decision was made to dilate and fracture the surgical valve with 26mm true balloon before deploying transcatheter valve. The patient required pacing and CPR post balloon dilation with true balloon. The surgeon quickly inserted the transcatheter valve and deployed without issue. The patient quickly regained pressure and normal rhythm post implant and stabilized. Procedure completed without any further issues, patient recovering in stable condition in hospital.